Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported prior to use for an endoscopic vein harvesting procedure using vasoview hemopro 2, defective wash line noted upon inspection. Out of package failure. (C-ring broke) not used clinically. Replacement device opened and used to complete procedure. Patient was in the or; however, the device was not used on the patient.

Manufacturer narrative:
Trackwise # (B)(4). Updated sections: g4, g7, h2, h3, h6, h10. Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device: (B)(6) 2021) the device was returned to the factory for evaluation on (B)(6) 2021. Photographs were provided by the account. A photographic inspection was conducted. Signs of clinical use and no evidence of blood was observed. In photograph #1, the plastic scope wash tubing was observed to be bent and disconnected from the base of the c-ring. In photograph #2, the plastic scope wash tube was straightened out and was observed to be disconnected from the base of the c-ring. An investigation was conducted on (B)(6) 2021. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The c-ring was observed to be intact, however the scope wash tube was observed to be melted away from the base of the c-ring. The scope wash tube was disconnected from the c-ring and was not returned for evaluation. Based on the returned condition of the device, the reported failure "break; c-ring" was confirmed as well as confirmed for the analyzed failure "detachment of device or device component".

Event description:
N/a.